Manufacturer narrative:
The product has not been returned and it is unknown if it will be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this lead, it exhibited out of range pacing threshold measurements at 5 volts. The lead was repositioned several times, but the measurement remained out of range. This lead was extracted and successfully replaced. No adverse patient effects were reported.